Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the disposable electrosurgical snare had a fracture between the handle and the connecting tube when the handle was pushed, making it impossible to use normally. This occurred during an unspecified gastric polypectomy procedure. There were no reports of patient harm.